Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen that rendered the touchscreen unresponsive, prompting a replacement to be shipped and the original to be returned for evaluation. Symptoms included no changes in blood glucose and no hypoglycemic or hyperglycemic events. Outcomes included the user reverting to an alternative insulin therapy without clinical sequelae, with no hospitalization or medical intervention required. Investigation included collection of device identifiers, user-provided photo corroboration, and logistical coordination for device return and replacement. Investigation of this case revealed physical damage to the display assembly consistent with user-reported screen breakage, resulting in loss of user interface function without triggering alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.